Manufacturer narrative:
The device was evaluated by zoll medical canada. The customer's report was observed during review of the device data logs. However, the device was put through extensive functional testing including impedance calibration test, defib/pacer stress testing, bench handling and defib cycling without duplicating the report. The customer's multifunction cable was not returned as part of this investigation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is not existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG monitoring failure" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.